Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that while attempting to monitor a patient, they could not get a good ECG waveform via leads, ECG, or pads. They reported a significantly noisy ECG signal, such that they could not see the r waves on this patient who had a pulse. There was no impact to the patient. A second defib was brought in for monitoring.